Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Operator not trained. The device was not returned to abbott vascular for investigation. A blocked lumen can occur due to a number of factors including, but not limited to, low blood pressure, a blood clot, tissue interference, the marker port not being in the arterial lumen, the marker port against the patient artery or a small patient vessel diameter. This may have been a contributing factor to this event, but cannot be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, 100% in process testing of marker lumen patency is performed. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the instructions for use (IFU) for the perclose proglide system, under caution reads: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. A review of the finished product history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician, reportedly not trained in the use of the proglide device directly by a manufacturer representative, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, during device positioning there was no drip of blood from the marker lumen. The proglide device was removed and hemostasis was achieved using a non-abbott device. The procedure was concluded with success and no patient effects were reported. Though requested, no additional information was provided.